Manufacturer narrative:
Patient information not available for reporting. Device malfunctioned intra-operatively and was not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter telephone not available for reporting. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported during an unknown surgical procedure on april 11, 2018, the 3.5mm cortex screw broke while advancing in the clavicle bone before reaching the plate hole. This report is for one (1) 3.5mm cortex screw 18mm. This is report 1 of 1 for pc (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part: 404.818; lot: l724526; manufacturing location: grenchen; release to warehouse date: january 05, 2018; no nonconformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The review has shown that the screw was made out of blank 404.018.999 with lot h281854. Therefore, an additional DHR review from monument is needed: item: 404.018.999; lot: h281854; released qty: (B)(4); mfg date: may 22, 2017; manufacture location: monument; rm item: 23040; rm lot: h235209; all routing process steps were signed off as being completed as required. Rm DHR: raw material was received from perryman company on november 10, 2016. Certified test report received from perryman company certifying that material conforms to indicated specifications. Approved certificate, containing chemical composition, received from timet. Heat number h24250. Raw material receiving/putaway checklist indicates that requirements were met and material was cleared for acceptance. There were no ncs or reworks in material DHR. Investigation site: cq zuchwil; selected flow: 5. Broken . Visual inspection: the screw head is broken off as complained; the breakage occurred at the last thread flank. The threaded shaft was not sent back for evaluation. There are clearly visible stress marks at the bottom of the screw head. Dimensional inspection: not required per selected investigation flow as root cause is use related. In addition, the relevant dimensions cannot be verified as the breakage occurred at the last thread flank and the threaded shaft was not sent back. Document/specification review: not required per selected investigation flow as root cause is use related. Material review: the certificate of the raw material was reviewed during the performed device history review and met specification. Summary: the received condition of the screw is concordant with the complaint description and the complaint condition is confirmed. This lot of (B)(4) pieces was manufactured in january 2018 according to the specification. We are not aware of any other complaint for this article and lot combination. Based on that, and the condition of the screw, a product related issue can be excluded. The stress marks below the screw head indicate that the screw was tightened on the plate. The damaged hexagon recess is a clear indication for excessive force. All these findings indicate that this screw was exposed to very high forces during insertion which finally caused the breakage of the screw. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Date of report is april 12, 2018 as was originally reported on may 3, 2018. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: additional product code: hrs. Date returned to manufacturer. Initial reporter telephone: (B)(6). Subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Event description updated. Initial reporter title, name, telephone, email, and occupation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported during an unknown surgical procedure on (B)(6) 2018, the 3.5mm cortex screw broke while advancing in the clavicle bone before reaching the plate hole. Surgery was completed successfully with no delay. This report is for one (1) 3.5mm cortex screw 18mm. This is report 1 of 1 for (B)(4).